Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "did not meet distributor's inspection" could not be confirmed. The device passed all tests and no problems were observed. If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
A report received from (B)(4) stating that the device was being returned unused because "incoming order failed distributor's inspections." It is known that the device was not used in surgery. It is known that no patient or user injury or medical intervention occurred. No add'l info provided.